Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to charge as the ipg was tilted in the pocket. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was relocated in the lower back, below the belt line. It was stated that pocket was originally located above belt line. The patient was doing well postoperatively and the explanted ipg was discarded.